Event description:
Bayer case number: (B)(4). Diffuse and generalised pain [general body pain]. Early menopause [early menopause] . Chronic fatigue [chronic fatigue]. Significant cervical pain [cervical pain]. Concentration problems [concentration impairment]. Memory problems [memory disturbance]. Intestinal problems [other disorders of intestine] . Severe chronic migraines [chronic migraine]. Burnout [burnout syndrome] . The implants that were offered to me were defective [device defective]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) ) on 27-sep-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("diffuse and generalised pain") in a 63 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device defective ("the implants that were offered to me were defective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced pain (seriousness criterion intervention required), premature menopause ("early menopause"), fatigue ("chronic fatigue"), neck pain ("significant cervical pain"), disturbance in attention ("concentration problems"), memory impairment (" memory problems"), gastrointestinal disorder ("intestinal problems"), migraine (" severe chronic migraines") and burnout syndrome ("burnout"). The patient was treated with surgery (to remove essure ). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for pain, premature menopause, fatigue, neck pain, disturbance in attention, memory impairment, gastrointestinal disorder, migraine and burnout syndrome were unknown. No causality assessment was received for essure with regard to premature menopause, fatigue, pain, neck pain, disturbance in attention, memory impairment, gastrointestinal disorder, migraine or burnout syndrome. The reporter commented: the implants that were offered to me were defective, the laboratory was informed of this. It is truly unfortunate that women are once again being subjected to medical testing at the expense of good health. I was very impacted in my daily life and I was not able to get as involved as I would have liked in supporting my children, chronic fatigue and lack of concentration due to these implants have ruined my life for ten years, it is pathetic. My life is completely impacted by the insertion of these implants, I am 30% disabled and I have had to employ home help. My children were unable to enjoy the benefit of a present mother. Period of occurrence: various side effects appearing in the 6 years after insertion. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Diffuse and generalised pain [general body pain] early menopause [early menopause] chronic fatigue [chronic fatigue] significant cervical pain [cervical pain] concentration problems [concentration impairment] memory problems [memory disturbance] intestinal problems [other disorders of intestine] severe chronic migraines [chronic migraine] burnout [burnout syndrome] the implants that were offered to me were defective [device defective] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("diffuse and generalised pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device defective ("the implants that were offered to me were defective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced pain (seriousness criterion intervention required), premature menopause ("early menopause"), fatigue ("chronic fatigue"), neck pain ("significant cervical pain"), disturbance in attention ("concentration problems"), memory impairment (" memory problems"), gastrointestinal disorder ("intestinal problems"), migraine (" severe chronic migraines") and burnout syndrome ("burnout"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for pain, premature menopause, fatigue, neck pain, disturbance in attention, memory impairment, gastrointestinal disorder, migraine and burnout syndrome were unknown. No causality assessment was received for essure with regard to premature menopause, fatigue, pain, neck pain, disturbance in attention, memory impairment, gastrointestinal disorder, migraine or burnout syndrome. The reporter commented: the implants that were offered to me were defective, the laboratory was informed of this. It is truly unfortunate that women are once again being subjected to medical testing at the expense of good health. I was very impacted in my daily life and I was not able to get as involved as I would have liked in supporting my children, chronic fatigue and lack of concentration due to these implants have ruined my life for ten years, it is pathetic. My life is completely impacted by the insertion of these implants, I am 30% disabled and I have had to employ home help. My children were unable to enjoy the benefit of a present mother period of occurrence: various side effects appearing in the 6 years after insertion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.